Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6, and h10. D02 - intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) tip cover accessory instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. Fa found the primary failure of torn tip cover to be related to the customer reported complaint. The tip cover was found to have tearing at the mouth on the distal end. Tears are both axially aligned and not axially aligned with the tip cover and measure from 0.08¿ to 0.122¿ in length. There are no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of the issue identified is attributed to a component failure.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the product returned; however, isi has not yet received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No log review was performed as instrument log review does not provide any information regarding mcs tip cover accessory. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: the mcs tip cover accessory was noted to have breaks at the tip. The exact location of the breaks remains unknown because no further information could be obtained from the customer. An mcs tip cover accessory with holes/tears/missing material on the gray silicone area could result in energy leakage to an unintended location. Although no patient harm occurred as a result of this issue, if this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) tip cover accessory was noted to have breaks at the tip. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) has made several attempts to follow up with the reporter to obtain additional information regarding this event. However, no further details have been received as of the date of this report.